Event description:
Customer complaint of blood results reading "hi". The customer's goddaughter is calling on behalf of the customer. I verified that the test strips are within expiration date ((B)(6) 2017). The customer states that she is unsure of when the test strips were opened but knows that it has been less than four months. I asked the customer to perform a back to back blood test: hi and hi. The customer states that she stores the meter and test strips in the meter case in her bedroom. She is unsure what the expected blood results are because she isn't the one who normally cares for the customer. I reviewed the last 5 blood results in the meter memory: hi on (B)(6) 2015 at 09:46 pm; hi on (B)(6) 2015 at 12:28 am; 561 mg/dl on (B)(6) 2015 at 10:02 pm; 181 mg/dl on (B)(6) 2015 at 02:02 pm; hi on (B)(6) 2015 at 10:15 pm. The customer states that she is physically feeling thirsty, nauseated, and vomiting; I advised the customer to seek medical intervention. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not returned for eval. Most likely underlying root cause is: strip issue.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.